Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer blood glucose level was 474 mg/dl. Customer has been getting correction bolus and was able to manage it to blood glucose 449 mg/dl. Customer had day summary found out that she had 0.00 units of carb bolus it means that they forgot to do her breakfast bolus turns out that all the bolus she had are all corrections for the high blood glucose sensor glucose before ending the call was 387 mg/dl blood glucose before ending the call was 407 mg/dl. It was unknown that auto mode feature was active at the time of high blood glucose event. The device will not be returned for analysis.